Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced exploratory laparotomy, left salpingo-oophorectomy, extensive lysis of adhesions, posterior repair, iliococcygeal vaginal vault suspension, endometriosis, chronic pelvic pain, grade 1 to 2 rectocele, posterior wall mesh extrusion with removal x 1, vaginal scarring and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Other relevant history: pelvic pain, ovarian cyst, rectocele, vaginal vault prolapse, endometriosis. Avaulta posterior biosynthetic support system. Concomitant therapy : avaulta anterior biosynthetic support system.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced recurrence, bleeding, and dyspareunia. It is unclear whether these complications are attributed to the (B)(6) 2008 or (B)(6) 2008 implant surgery per ppf.